Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device alarmed for "rapid air loss". There was no patient harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found one rapid gas alarm in history. However, could not replicate the alarm during testing. The fse then informed the customer that no doppler was found on the device. The unit passed all other calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a